Event description:
The system 5 sagittal saw was sent for service and during failure analysis it was noted that there was a blade broken off in the blade mount assembly. There was no patient involvement and no adverse consequences associated with the device.